Manufacturer narrative:
A partial lead measuring 33.0cm was returned in three segments for analysis. External insulation abrasion was noted at 12.5-.12.8cm and 12.9-13.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 16.8-17.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that ventricular noise episodes were noted. The lead was capped and replaced. The patient's condition is fine after the event.